Manufacturer narrative:
Physio-control further evaluated the device and observed that pressing the shock button powered off the device. It was also observed that the membrane switch panel was shorted which caused the device to power itself on randomly, and to power itself off when the shock button was pressed without transferring defibrillation energy. Physio determined that the cause of the reported issue was due to socket 5 (shock) and socket 6 (on/off) on the cable¿mounted plug connector, designator p5, on the membrane switch panel being shorted. The device was not observed to inappropriately power off during testing. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered on automatically. When the device was powered off, it powered back on by itself after 2 seconds without pushing any buttons. When the device powers on automatically and it remains on, this will cause the battery to deplete and the device might not be available when it is needed. There was no patient use associated with the reported event.